Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2026 and suture was used. During a laparoscopic hysterectomy procedure, the sales representative reported that the scrub technician loaded the clips and attempted to close a clip on a suture. Twelve clips failed to close as expected. The scrub tech made multiple attempts, but multiple clips did not fully close on the suture. There were no patient consequences reported. Devices are not available for return. No additional information was requested at this time.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/10/2026 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two foils of lapra ty from top view and they appears to be sterile with apparent visible damages. Based on the photo the event described cannot be confirmed, since the clips could not be observed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample revealed that the xc200 (b) cartridge was received empty and along with 6 loose clip and one of them returned closed. The clips and cartridge were visually inspected and no defects were observed. The clips were manually loaded on a test device for its functionality. Upon functional testing of the clips, the instrument retained and deployed the clips as intended. The clips were formed as intended and conforming to our manufacturing requirements. The event described could not be confirmed as the clips performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the cartridge. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.